Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. The rv lead was surgically abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Block b3: exact date unknown, estimated event date on (B)(6) 2020. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in b5: describe event or problem, h6: patient codes and patient code description and h10: additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. The rv lead was surgically abandoned. It was reported that this right ventricular (rv) lead was part of a system revision due to allergic reaction. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicates that this patient had also an infection. There were no additional adverse patient effects reported. The rv lead was explanted.